Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire between the jaws lifted up away from the silicone. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire between the jaws lifted up away from the silicone. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). Specific actions for the reported and analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for investigation. Signs of clinical use was observed. There was evidence of blood and charred tissue detected on the jaws. Blood was also detected on the handle. The silicone coating on the jaws was observed to be peeled. The detached silicone was not returned with the device. The heater wire was observed to be bent at the middle, while remaining attached at the tip and base of the hot jaw. There were no other visual defects detected. Based on the returned condition of the device, and the results of the investigation, the reported failure "material twisted/bent; wire" is confirmed, and that analyzed failure "peeled jaw" is confirmed.